Event description:
On (B)(6) 2013, the healthcare professional/reporter in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the sets of blood glucose readings of 372 mg/dl and 221 mg/dl, 217 mg/dl and 189 mg/dl and 158 mg/dl, and 373 mg/dl and 149 mg/dl on the reported meter within 20 minutes. No information was provided about the patient's testing technique or test strips condition. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.